Event description:
It was reported that pump displayed malfunction alarm while caller was loading new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset procedure, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.